Event description:
It was reported that balloon rupture occurred. A 1.20mm x 12mm emerge balloon catheter was advanced for dilation. The balloon was inflated two to three times at approximately 11 atmospheres for 30 seconds. However, the balloon ruptured during inflation at 10 atmospheres for 30 seconds. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient was in good condition.

Manufacturer narrative:
Initial reporter address 1: (B)(6).